Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30100952l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Initial reporter phone: (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clotting issue occurred. It was found that clotting (thrombus) was stuck to the tip of the thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The procedure was completed without patient's consequence. This issue has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 1/27/2019, additional information was received indicating the patient did not experience neurological symptoms since the procedure. Manufacturer¿s ref # (B)(4).